Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified the broken bubble detector latch. He installed a new latch. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) latch broke. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss nor adverse consequence to the patient.